Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
It was reported that the patient underwent an unspecified spinal surgery due to disc degeneration. During surgery, it was found that the head portion of the screw slipped. The physician had to replace it with new one to complete the surgery. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.